Event description:
User facility mandatory medwatch received, which stated the following: "radial art line catheter broke off in pt's arm, required surgical intervention to remove." Upon further query the following info was provided: during manipulation by the nurse, the catheter broke off, distal to the hub. The portion of the catheter that was retained in the pt's arm was surgically removed. Multiple unsuccessful attempts have been made to obtain add'l info.